Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The following sections were updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the motor was seized. The motor was replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Event description:
It was reported that before surgery the dermatome made a humming noise, the components would not move. They informed that it was possible that motor was stuck, seized or frozen. They tried the dermatome with a different hose, and it had the same issue, but they confirmed there was no issue with the second air hose. The dermatome was not leaking air. There was no patient harm/injury or surgical delay as there was no patient involvement. They got another dermatome and hose to perform the surgery. Due diligence is in process; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: united kingdom.